Manufacturer narrative:
In the case description, the user mentioned the screen being damaged which made it unreadable. Inspection of the lcd display before turning on the returned personal diabetes manager (pdm) found no cracks or damages to the screen. Upon turning on the pdm, dead pixels and evidence of impact damage were seen on the screen. This made the lcd partially unreadable, confirming the reported event. The exact cause of the damage to the lcd could not be determined. As per omnipod dash® insulin management system ¿ user guide (model: pdm-int2-d001-mm pt-000002-gbr-eng-mm-aw rev. 004 11/20, 3 taking care of your pdm / page 141) warnings: do not use the pdm if it appears damaged or is not working as it should. Do not use the pdm if the pdm screen is broken.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 587 mg/dl. The patient reported the personal diabetes manager (pdm) screen was broken and the patient was unable to use the pdm. The patient went into hypoglycemia and ate sweets, drank cola and removed the pod. The patient was feeling nauseous and dizzy and went to the sick fund where urine tests were performed. The patient was advised to go to the emergency department. The following day, the patient went into dka where the patient received fluid infusion and insulin injections for treatment. The patient was discharged the following day.

Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.